Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 13.0, 10.0, 2.7mmol/l. Tests were done within 20 mins with a difference of 71%. Pt did not experience any adverse events. No further info has been reported.